Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument and instrument data indicate that the cause of the falsely elevated troponin results was due to a defective pinched valve. A siemens healthcare diagnostics inc field service representative was dispatched to the account to perform troubleshoot and replace the defective pinched valve. The instrument is performing within specification.

Event description:
False positive troponin I results were obtained on multiple patients. The results are reported to the physicians. The samples were retested and negative results were obtained. Patient treatment was not prescribed or altered. There was no report of adverse health consequences as a result of the falsely elevated troponin I results. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin results was due to a defective pinched valve.